Event description:
It was reported that the patient was not getting good effect, and the "scrub tech" was unable to infuse any of the medication back into the pump, therefore the pump device was removed and replaced. The medication was initially taken out of the pump prior to trying to infuse it back into the pump. The medication was morphine 50mg/ml concentration. It was not clear if there was another surgical procedure taking place during the event. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the scrub tech attempted aspirating to make sure there was no air in the chamber. The needle tightness on the syringe was also checked, and different needles were attempted with no success. The patient was doing fine with the new pump and catheter.

Manufacturer narrative:
Product ID 8709sc, lot# n175935005, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter. (B)(4).analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all destructive and non-destructive testing. The fluid path was also analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.